Event description:
The customer reported communication failure error messages. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system interface board and the software upgrade were installed during the svc call. The system was tested adn found to be working as intended and put back into svc.